Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient was experiencing uncomfortable burning pressure at the ipg site. The patient underwent a pocket revision and the physician relocated the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing uncomfortable burning pressure at the ipg site. The patient underwent a pocket revision and the physician relocated the ipg. The patient was reportedly doing well following the procedure.